Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, thrombus, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted there was membranous chordae. The clip delivery system (cds) was advanced to the mitral valve; however, the clip could not properly grasp the leaflets. After the second grasp, a chordal rupture occurred. A third grasp was attempted, and it was then noted that thrombus had adhered inside the chordal tear. The patient's blood pressure dropped to 50mmhg and catecholamine was administered. The cds was removed with the clip attached, and an intra-aortic balloon pump (iabp) was placed. After the clip was removed, tissue was observed on the gripper. However, echocardiography could not confirm if the object observed was tissue damage or thrombus. The procedure was aborted and the patient remained hospitalized to undergo surgery. The patient was successfully treated with a mitral valve replacement. The following day, the iabp was removed. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to grasp appears to be related to patient anatomy. The tissue damage appears to be related to multiple grasping attempts. The thrombosis and hypotension appear to be cascading effect of the tissue damage. In addition, tissue damage, thrombosis and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.